Event description:
During service by baxter, the infusion pump was found to contain an inoperable "stop" button on the pumphead module keypad. According to the hosp representative, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available. The pump is an unremediated colleague infusion pump with uim master software version 5.03.00.

Manufacturer narrative:
Evaluation summary: the condition of inoperable "stop" button on the pumphead module keypad found during product evaluation was confirmed. The condition was caused by a faulty pumphead module keypad. The faulty pumphead module keypad was replaced to fix the problem and the pump was returned to the customer fully operational. The issue is being investigated under CAPA.